Manufacturer narrative:
The device was received. Investigation is complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported corrosion on the battery compartment of the device. The device was returned to the biomedical department from the anesthesia department for battery compartment corrosion. There were no reports of any adverse corrosion. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, corrosion was noted in the battery compartment of the device. No additional information was provided.